Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically encountering cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, and after following the provided steps, the error did not recur. The customer was advised to wait for 20 minutes before starting a new sensor session, which they understood and acknowledged.